Manufacturer narrative:
New information received- please change to not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic nephrectomy, the suction device was unable to be removed from the trocar. There was also a damaged seal on all ports. Another trocar was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic nephrectomy, the suction device was unable to be removed from the trocar. Another trocar was opened and used to complete the case. There was no patient injury.